Event description:
It was reported that one day post implant, there was intermittent occasional far field r-wave (ffrw) oversensing on the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.